Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 84cm from the proximal end of the rotawire.

Event description:
It was reported that the burr got stuck on guidewire. The target lesion was located in the posterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use. During the procedure, standard set up of the rotablator was performed and set the speed to 170k rpm. The burr was inserted to the lesion and several atherectomy runs were performed. However, when the last run was performed, during removal of the device, it was noted that the burr detached from the end of the advancer. The physician states that the burr never stalled or stuck at any point. The 1.25mm peripheral rotalink plus and rotawire were gently pulled out together without incident. No further patient complications related to this event was reported.

Event description:
It was reported that the burr got stuck on guidewire. The target lesion was located in the posterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use. During the procedure, standard set up of the rotablator was performed and set the speed to 170k rpm. The burr was inserted to the lesion and several atherectomy runs were performed. However, when the last run was performed, during removal of the device, it was noted that the burr detached from the end of the advancer. The physician states that the burr never stalled or stuck at any point. The 1.25mm peripheral rotalink plus and rotawire were gently pulled out together without incident. No further patient complications related to this event was reported.